Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the spray nozzles to the spray arms were damaged subsequently causing them to disconnect. Due to the spray nozzles disconnecting, this allowed water to directly spray towards the door seal subsequently causing water to leak from the unit and onto the floor. The technician replaced the spray nozzles, ran a test cycle, confirmed the unit to be operating to specifications and returned the unit to service. The damage may also be attributed to improper cleaning practices by user facility personnel. The operator manual states, "once a week, clean chamber rotary spray arm assemblies. If necessary, repeat appropriate cleaning procedure for each rotary spray arm assembly on manifold racks." Steris has offered in-service training on the proper use and operation of the reliance vision single-chamber washer/disinfector, and a follow-up report will be submitted once the in-service is completed.

Event description:
The user facility reported that while unloading their reliance vision single-chamber washer/disinfector, an employee slipped on water present on the floor and hit their arm on the conveyor of the unit. No medical treatment was sought or administered.